Manufacturer narrative:
August 27, 2015 11:13 am (gmt-4:00) added by (B)(6): (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was investigated by a local service technician. Upon initial investigation. Units functions to factory specifications with customer's test circuit. When customer induces a bubble into the circuit, the unit alarms as normal and the bubble was cleared, through the oxygenator. When customer re-inserted disposable into head to begin circuit flow, unit alarms, and message "error head" is displayed on the unit's display. No error code 16 was seen and neither did the customer. The error code 16 has not been confirmed as described in the dispatch notes. Customer's other rotaflow unit was brought and the rfd (drive) from that unit was removed and attached to the complaint unit. When customer induced a bubble into the circuit, she cleared the bubble through the oxygenator and re-inserted disposable into the new drive with no errors. The drive was removed and replaced with a loaner . The defective drive will be repaired. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Customer stated device alarmed with ER 16 err_head during in-service training (internal). (B)(4).

Manufacturer narrative:
The 'defective' rota flow drive was investigated under service order (B)(4), where no error or deficiency was found. The error 'error head' could not be reproduced during extensive tests. In order to ensure the functionality of this rota flow drive, the following work and tests were carried out: complete inspection of the rfd in disassembled state. Extensive function tests and stress tests. Final test. All tests were successful. Thus the roto flow drive is in a functional state.

Event description:
(B)(4).